Event description:
It was reported during a scheduled filter retrieval, as the dr was pulling back when retrieving the filter, the back of the handle broke off of the retrieval device. The dr was able to retrieve the filter successfully. There was no pt injury reported.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The sample was not returned for eval. Based on the info rec'd, the results of the investigation are inconclusive and the root cause is unk.